Event description:
A surgery facility representative reported that during cataract surgery, there was ¿low or no phaco power¿. The staff exchanged the console for another and completed the procedure. The same handpiece was used with both consoles. There was no pt harm.

Manufacturer narrative:
The facility called and cancelled their request for service. The customer stated they used the system another day when a company representative had been in attendance, and the system worked flawlessly. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The company representative downloaded the system's event log for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).